Event description:
Customer reported via phone call that they had a blood glucose reading of 50 mg/dl and treated with candy. The customer's blood glucose was 109 mg/dl at the time of call. The customer was instructed on how to use the bolus wizard that can record both the blood glucose and carbohydrates to account the recommended amount of insulin intake. The insulin pump will not be returned for analysis.